Event description:
The complainant in japan reported a aic device startup failure. When the staff turned on the power, the led light turned green, but the screen remained black and froze. Staff tried to shut it down by holding down the power button, but it wouldn't turn off. Staff tried forcefully shutting down by turning off the battery power and restarting it, but the same problem occurred and staff was unable to use the aic. While in storage, it was plugged into an ac outlet. There was no reported patient harm.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) power on issues has been completed. Data logs were reviewed from the console show that the date and time of the console was incorrect and that the console underwent a system self check failure after no communication from the cpld process. The console was returned for evaluation. During functional testing, inserted the power plug into the outlet and turned on the power, but the monitor did not work. After reassembling it, it started up and confirmed a self-check error. Confirm that sau_motor_1 is n.a using fwcheck. After plugging in, the power led did not glow amber. The led on the power module also did not light up, and it was confirmed that the power supply (0042-3007) has malfunctioned. Both fuses were blown, they were replaced the power supply with a different one, the blown fuse did not occur again. After replacing the power supply, confirm that the power module led lights up. Power was turned on but found a self-check error. The root cause for the system self check failure was a defective impellatronics board. The root cause for the power on issues was a defective power supply unit. Corrections to the initial MFR report: d2 updated common device name g1 MDR reporting contact email.